Event description:
It was reported that patient underwent a left knee revision approximately 3 years post implantation due to allergic reaction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were concomitant medical products: patella pn 184702 ln 228190. Tibial pn 141232 ln j2989364. Femoral pn 183126 ln 555230. Cement pn 402283 ln 221710. Cement pn 402283 ln 991130. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No devices were received; therefore the condition of the components is unknown. Photograph was provided for the ex planted femoral component. The femoral component shows bone ingrowth. Surgical notes, office visit notes and reports were provided for review. Device history record was reviewed and no discrepancies were found. The primary surgery operative notes state that patient underwent left knee arthroplasty for degenerative joint disease. The knee was in full range of motion and with balanced ligaments. Revision surgery operative notes state that patient underwent revision surgery due to nickel allergy. The x-ray review report states the knee is in excellent position and alignment of prosthesis is with slight knot but no fracture. Office visit notes state that patient had severe pain. The report from allergy clinic states that patient was tested positive for allergy to thimerosal, gentamicin and a weak reaction to cobalt, copper, and glutaraldehyde. Patient was tested negative for nickel allergy. Office visit notes state that patient¿s pain was significantly better after the arthroscopy and the patient had good range of motion. Patient underwent arthroscopy were it was seen that soft tissue was wedged and had grown beneath the polyethylene in the tibial base plate. There was a small crack noted on the poly patella. Root cause of the allergic reaction can be attributed towards patient condition. In the operative notes it stated that there was impingement & a crack in the patella, however root cause cannot be determined for these. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date - unknown date in (B)(6) 2014. Concomitant medical products: unknown knee femoral, part# unk lot# unk; unknown knee tibial tray, part# unk lot# unk. The reported event could not be confirmed based on limited information received. No devices were received; therefore the visual inspection was not conducted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A compatibility check was not performed based on provided information. Complaint history review could not be performed as part/lot number was not provided. A definitive root cause could not be determined with information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were submitted for this event. Please see associated reports: 0001825034 - 2017 - 00033, 0001825034 - 2017 - 07180.

Event description:
It was reported the patient underwent an arthroscopy procedure due to pain and impingement approximately thirty (30) months post-implantation of a total knee arthroplasty. The patient reportedly also has a metal allergy and may need a revision procedure. No further information has been provided.